Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer also indicated that the infusion set insulin dose is not accurate. The customer's blood glucose reading was unknown at the time of incident and the customer indicated that it is not stable. No further details were provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector; unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.